Event description:
Facility reported the set leaked when inserted into an unknown type of infusion pump. The sets contain taxol and the infusion rates range from 183ml to 250ml/1 hour. It was reported that the set leaked early in the infusion. No pt injury or occupational exposure was reported.